Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information.

Event description:
It was reported that the device was implanted on (B)(6) 2017. An x-ray was taken and the surgeon was not 100% sure that the device was broken and decided to do an ablation. On (B)(6) 2017 the ablation confirmed that the plate was broken and discovered that consolidation was not complete. The device was explanted. He has consequently now used 2 plate right with 2 holes to have good stability.

Manufacturer narrative:
Integra has completed their internal investigation on june 19, 2017. Results: the surgeon wants to keep the broken plate and not sending it for investigation but pictures were yet provided. The plate is broken as showed in the pictures. Product was not returned, so the evaluation was unable to be performed. DHR review; no anomalies associated with this complaint were observed. Complaints history; this is the first incident reported about breakage of uni-cp¿ plate during last two years. During the same time period, 5158 uni-cp¿ plates have been sold. The complaint rate for this kind of incident during the stated time period is (B)(4) percent. This is the first incident for lot f9ck manufactured on february 2014 and (B)(4) items were released. The lot failure is (B)(4). Conclusion: there was no use of trans-articular screw. Addition of a compression screw such as qwix® dia. 4.3 mm screw crossing the joint is strongly recommended for optimal arthrodesis consolidation according to the surgical technique. This could explain the non-consolidation of the bone leading to the breakage of the plate. But investigation for cause cannot be performed as the product is unavailable.

Manufacturer narrative:
One (1) of 3 reports - other mfg report numbers: 9615741-2017-00028 / 9615741-2017-00029. Correction: date of implantation was (B)(6), not (B)(6). Additional information: procedure was an arthrodesis talonavicular.